Event description:
The day following placement of a percutaneous endoscopic gastrostomy system by the physician, the pt was brought back to the or suffering from acute peritonitis. When the tube was examined it was determined that the pivitol bolster had migrated due to the fact that the tulip tip did not lie close to the stomach wall. X-ray examination of the stomach showed contrast leakage at the stoma site. It was reported that the pt underwent a partial resection of the stomach and a new feeding tube was implanted. Following the procedure the pt was reported to be in good condition. The feeding tube was not returned for evaluation; however, the instructions for use recommend verification of proper tube placement after the initial placement, and then each time the pt is fed.